Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent lumbar fusion fixation. Intra-op, during implantation, the screw was slipped. Product was replaced with the new one. No patient complications were reported.